Manufacturer narrative:
(B)(4), multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00778, 0001822565-2024-00780, 0001822565-2024-00781. D10: unknown stem; unknown liner; unknown shell. Proposed component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint is unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a revision for unknown reasons. It was reported that no further information is available.